Event description:
Adverse event(s): "choroidal hemorrhage" (hemorrhage); "no patient harm" (no consequences or impact to patient). Product problem(s): "multiple red stop signs" (device displays error message). A surgeon reported five minutes into surgery, a red stop sign system message occurred. The system was rebooted using the quick start. Surgery restarted and then another red stop sign occurred when footswitch configuration happened. The system was again rebooted. Then, when increasing the illumination and after blue window screen appeared, another red stop sign occurred and then the screen froze. The system was switched out and the surgery was completed. Initially, the surgeon reported that a vitreous hemorrhage was seen because of the discontinuation of the surgery. Before the reported injury had began, the surgeon was warned that the device should be upgraded and that there might be an error like red screen or screen frozen. The surgeon was also informed on the procedure that should be followed in case of these errors. However, the surgeon insisted on using the device before being upgraded. After the event occurred, the medical device was upgraded. After that, no problems were noticed. Additional information was received. The surgeon indicated that there was no patient harm. He refused to provide any other additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)